Event description:
The suture was used during a bowel resection procedure. Reportedly, the suture broke. The surgeon performed a re-operation 5 days post-operative to correct the condition. The hosp has reported the pt's condition is satisfactory.